Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced high blood glucose for 3 days. Blood glucose was 262 mg; current value is 231 mg/dl. Customer felt thirst and feeling tired all the time. He contacted his doctor; he does not have a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date were incorrect. Basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer had a low reservoir and no delivery alarms; he changed the infusion set and reservoir. Insulin is not cloudy, expired or denatured. Nothing further reported.